Event description:
It was reported that the procedure was to treat the ostial right coronary artery with heavy calcification and mild tortuosity. The lesion was prepared with rotablation and a 4.0x12 mm xience stent was successfully implanted. After post-dilation of the stent with the nc trek balloon dilatation catheter (bdc) for 2 inflations at 16 atmospheres, the stent was confirmed to be apposed to the vessel wall with intravascular ultrasound (ivus). There was resistance during removal; however, the balloon was noted to be fully deflated. The markers of the balloon did not move while withdrawing the catheter so the device was stretching. The nc trek balloon was trapped with a 2.5x12 mm trek bdc and removed along with the guide catheter. The stent was then post-dilated with a non-abbott nc balloon. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported stretching was confirmed. The reported entrapment of the device/resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported entrapment of device/resistance; however, the reported stretched shaft and unexpected medical intervention appear to be related to circumstances of the procedure. Possible factors that can contribute to entrapment of device/resistance post-inflation include, but are not limited to, loose balloon folds, challenging anatomy, guiding catheter lumen obstructions, kinks, bends or, procedural technique. In this case, it is possible that the bdc interacted with the patient anatomy and/or accessory device resulting in the reported entrapment of device/resistance; however, a conclusive cause cannot be determined. Upon further manipulation of the device, in an attempt to remove it from the anatomy, the shaft became stretched. Additionally, the nc trek balloon was trapped with the trek bdc and removed along with the guide catheter. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional trek bdc is filed under a separate medwatch number.

Event description:
Subsequent to the initially filed report, the following clarification was received: it was reported that the procedure was to treat the ostial right coronary artery with heavy calcification and mild tortuosity. The lesion was prepared with rotablation and a 4.0x12 mm xience stent was successfully implanted. After post-dilation of the stent with the nc trek balloon dilatation catheter (bdc) for 2 inflations at 16 atmospheres, the stent was confirmed to be apposed to the vessel wall with intravascular ultrasound (ivus). There was resistance during removal; however, the balloon was noted to be fully deflated. The markers of the balloon did not move while withdrawing the catheter so the device was stretching. The nc trek balloon was trapped with a 3.0x12 mm trek bdc and removed along with the guide catheter. The stent was then post-dilated with a non-abbott nc balloon. There were no adverse patient sequela. The 3.0x12 mm trek balloon became kinked during use and returned device analysis identified a stretched inner member. No additional information was provided.